Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment and vessel non-reflow occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 22x2.5 mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 2.50 x 24 mm synergy¿ drug-eluting stent was implanted to treat the lesion. However, post deployment, the vessel presented a non-reflow syndrome. The physician tried to cross an aspiration catheter through the stent then the stent underwent a proximal deformation. The deformation did not allow to cross any another devices through the stent. Finally, the physician trapped the stent against the vessel wall with two 2.25x32 mm and 3.0x08 mm stents and the procedure was completed. No patient complications were reported and the patient's status was stable.